Event description:
It was reported that the contrast leaked while the balloon catheter (subject device) was being inflated. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned for analysis and there were no anomalies noted to the balloon or balloon catheter. The balloon was inflated and there were no leaks or tears noted to the inflated balloon. The balloon retained its size and it was then deflated without difficulty. Analysis of the device did not reveal evidence of either the alleged issue or any defect which could have contributed to the event. The device was found to be within specifications; therefore, the reported issue of the balloon leaked cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the contrast leaked while the balloon catheter (subject device) was being inflated. There were no reported clinical consequences to the patient.